Event description:
The pt observed two overcorrected lines running down the nasolabial area after treatment with bovine collagen. Pt does not want physician contacted. Follow up findings; the pt has recently seen their physician and was treated with an intralesional medication at the treatment sites and has been prescribed oral prednisone.